Event description:
A surgeon reported that during an intraocular lens (iol) implant procedure, noticed a crack in the periphery of the optic and not in visual axis. This was noticed after the iol was implanted. Surgeon decided to leave the iol in the eye because the crack was in the periphery of the optic and not in visual axis.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of crack on the optic of lens; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).